Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the on/off button intermittently does not work. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the on/off button intermittently does not work. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the on/off button intermittently does not work. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer confirmed that the device's main keypad assembly was replaced. Neither the device nor the removed main keypad assembly were returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control provided the customer with technical assistance and gave the part number for the main keypad assembly. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be repairing their device themselves or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the on/off button intermittently does not work. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.